Manufacturer narrative:
The investigation has determined that a higher than expected troponin I es (tropi es) result was obtained on a trop I es negative patient pool processed on a vitros 5600 integrated system. The assignable cause for the non-reproducible, higher than expected vitros troponin I es result is an instrument issue. Ocd has no awareness that patient samples were affected and there is no allegation of patient harm as a result of this event. It is not possible at this time to assess vitros tropi es reagent performance, therefore, a reagent related issue cannot be ruled out as a contributing factor. The investigation is ongoing. Conclusion: inconclusive-investigation in progress.

Event description:
A non-reproducible, higher than expected troponin I es result was obtained on a troponin I es negative patient pool processed on a vitros 5600 integrated system. Vitros tropi es result: 0.131 ng/ml versus <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm due to the event. (B)(4).